Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed with the distal portion of the lead returned. Visual inspection noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
This lead was later explanted and returned for analysis.

Event description:
Additional information was provided that this patient underwent a revision procedure and the patient's ICD was explanted and replaced. All the electrical measurements through the pacing system analyzer (psa) were within normal limits. Two successful 21 joule shocks were performed for defibrillation threshold (dft) testing. The patient will be followed on the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise, oversensing and varying pace impedance measurements between 200 and 800 ohms on both the right ventricular (rv) lead and right atrial (ra) lead and as a result the patient received inappropriate anti-tachycardia pacing (atp) therapy. No adverse patient effects were reported. The patient's ra lead is a competitor's product. Boston scientific technical services (ts) reviewed and analyzed a data disk that was submitted which confirmed the noise and oversensing along with varying impedance measurements. There was a duration of asystole noted due to the oversensing. Ts discussed possible contributing factors and recommended further troubleshooting. This product remains in-service.